Event description:
Customer stated instrument errors occurred and sodium results were very low. She repeated an unspecified number of pt serum samples and provided 22 examples, the following four sodium results were discrepant: (B)(6) 2009: pt 1, initial result 130, repeat 136 mmol per l. On (B)(6) 2009: pt 2, initial result 126, repeat 137 mmol per l. On (B)(6) 2009: pt 3, initial result 132 (accompanied by reference range data flag); repeated twice gave 129 (accompanied by reference range data flag) and 138 mmol per l. On (B)(6) /2009: pt 4, initial result 133 (accompanied by reference range data flag); repeated twice gave 137 (accompanied by repeat flag) and 140 mmol per l. The initial results were not reported out. The field service representative could determine a specific cause and found several problems as follows: a leaking o-ring under the mixtower, insufficient mix and dry pressures, short wash time, and dirty probes. He cleaned and reseated the o-rings, adjusted the mix and dry pressures, reset the wash time and cleansed the probes. He verified analyzer operation by running calibration, qc and precision check.